Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿

Event description:
The user facility reported a 72-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the patient on impella cp was brought to the operation room for 5.5 escalation. Cp flows turned down and cp removed from left ventricle (lv). Subsequently the right ventricle was distended and not filling the lv. Decision made to start code and place peripheral va ECMO (extracorporeal membrane oxygenation). The patient stabilized and the cp was surgically removed and repaired. While removing, there was a noticeable amount of clot in the iliacs. This clot was removed, and the flow was restored. The patient is stable.

Manufacturer narrative:
The investigation into the thrombus issue has been completed since the original report was submitted. The device was not returned for investigation. As the necessary information was not provided, the root cause of the thrombus was not determined.